Event description:
The reporter contacted animas on (B)(6) 2012, and reported that the patient wore the pump while swimming on (B)(6) 2012. The reporter alleged that a call service alarm was emitted from the pump afterward. The patient reportedly removed the battery and allowed the pump to dry out for a few days while on a back-up plan. The reporter stated that when the battery is now inserted back into the pump, the verify screen is displayed and frozen. The reporter alleged that the pump did not respond to keypad button presses and none of the keypad buttons are responsive. The reporter further stated that moisture is visible behind the display screen. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the keypad, all of the keypad buttons were found to respond appropriately. The keypad was removed and no issues were found. The pump case was found to be cracked near the top of the display. A case leak was found. The pump was opened and moisture damage was observed on the circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.